Manufacturer narrative:
Please refer to the attached report. Analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, during the interrogation, the device presented an estimated battery life of 1 year. Through remote monitoring they have reviewed the evolution of the battery: in (B)(6) 2023 it was estimated at 10-15 years and in (B)(6) 2023 the estimate was 3 to 5 years, thus having a sharp drop. Now, as last interrogation indicates, this abrupt battery consumption has continued to increase. It was detected that this device was included in those affected by the 2017 (B)(4). It has been reported in the patient's medical history that he did not undergo any surgery in 2023, nor is there any record of MRI or any other test.

Manufacturer narrative:
Please refer to the attached report. Preliminary analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption based on available information, a battery issue is suspected. In this case, the battery voltage could decrease very rapidly, therefore the estimated longevity is not reliable, and rrt could be reached very rapidly. A device explantation should be considered as soon as possible.

Event description:
Reportedly, during the interrogation, the device presented an estimated battery life of 1 year. Through remote monitoring they have reviewed the evolution of the battery: in february 2023 it was estimated at 10-15 years and in september 2023 the estimate was 3 to 5 years, thus having a sharp drop. Now, as last interrogation indicates, this abrupt battery consumption has continued to increase. It was detected that this device was included in those affected by the 2017 fsca crm-sal-2017-002. It has been reported in the patient's medical history that he did not undergo any surgery in 2023, nor is there any record of MRI or any other test.

Manufacturer narrative:
Analysis of the available patient files revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, during the interrogation, the device presented an estimated battery life of 1 year. Through remote monitoring they have reviewed the evolution of the battery: in (B)(6) 2023 it was estimated at 10-15 years and in (B)(6) 2023 the estimate was 3 to 5 years, thus having a sharp drop. Now, as last interrogation indicates, this abrupt battery consumption has continued to increase. It was detected that this device was included in those affected by the 2017 fsca (B)(4). It has been reported in the patient's medical history that he did not undergo any surgery in 2023, nor is there any record of MRI or any other test.